Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The unit was requested back for investigation but the customer has elected not to return the unit. The mfg facility has initiated a corrective and preventative action associated with the reported customer failure. If the device is returned for investigation, results of the investigation will be provided in a supplemental report. Info has been added to the database for trending purposes.